Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 458 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer reported the insulin pump was exposed to moisture. Customer reported the insulin pump had blank display. Customer states the pump was vibrating without an alert. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with moisture damage on motor, vibrator, keypad and battery tube assembly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.